Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was unable to implant. The physician had decided to implant a dual chamber another day. No patient symptoms were reported.